Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) (h155) was explanted for normal battery depletion. During the implant of this cardiac resynchronization therapy defibrillator (crt-d) (h235), after tightening the setscrews into the header, radio frequency (rf) comunication was not able to be established. Interrogation was accomplished by using the telemetry wand. The device was changed from off mode to monitor and therapy mode and after the second interrogation with the telemetry wand nothing could be measured in the off mode. Once switched to monitor and therapy mode, all measurements were completed. During the procedure, the position of the antenna and the programmer had to be changed many times. The patient was complained about the pain and about the different shape of both devices. -